Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd introsyte-n¿ precision introducer there was an issue with catheter open tip. There was no report of injury or further medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use? No; device returned to manufacture: no. Investigation summary: observations and testing could not be performed because units were not received for investigation of this incident. A complaint history check was performed, and this is the 1st related complaint reported with the defect/condition of catheter tip integrity with lot #7272616 regarding item #384021. DHR reviews were performed on the sub-assembly lot number: 7150562 was built starting on june 1, 2017 thru june 5, 2017. 7177811 was built starting on june 27 thru june 28, 2017 and july 5, 2017 thru july 11, 2017. Review of the DHR¿s revealed that all required challenges samples, set-up and in-process testing was performed per specification in accordance with the quality sampling plans. No quality notification were initiated during the build of this lot number. Without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated monthly. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Event description:
It was reported with the use of the bd introsyte-n¿ precision introducer there was an issue with catheter open tip. There was no report of injury or further medical intervention.